Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: 647205 spaii and serial number: (B)(6). Problem statement: customer reported: wash tower overflowing. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 23feb2020 to date 23feb2021 (rolling 12 months). Complaint trend: there are 23 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 23feb2020 to date 23feb2021 (rolling 12 months). Investigation result / analysis: per fse report: due to defective waste pump, another pump has been installed. Testing. Priming for sheath/lyse.di water/di water2 with no problems. Running 4x worklists with 12 tubes - no problems. Customer reported that the problem started happening again. Replaced wash station, waste filter and waste pump. Replaced all waste connectors. Customer confirmed - the instrument is working as specified. Service max review: review of related work order #: (B)(4). Install date: 16may2014 defective part number: 334297 miniwash assembly, 640540 filter inline. Work order notes: subject / reported: wash tower overflowing; problem description: fluidics; cause: clogged waste pump and filter; work performed: replaced mini wash assembly and filter; solution: replaced mini wash assembly and filter. Returned sample evaluation: did not request return of defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes; no; hazard ID: 3.1.29 _; hazard: environmental biohazard; severity: 5; probability: 1; risk index: 5; implementation: bd facs sample prep user¿s guide__; risk control:_alarp_____; mitigation(s) sufficient yes; no. Root cause: based on the investigation result, and the fse¿s report the root cause was defective pump and filter conclusion: based on the investigation results and the fse report the complaint was confirmed for the wash tower overflowing h3 other text : see h.10.

Event description:
It was reported while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter: the instrument's wash station overflowed, and there was also liquid found under the instrument.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter: the instrument's wash station overflowed, and there was also liquid found under the instrument.